Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure difficulty removing a guide wire occurred. The patient presented with non st segment myocardial infarction (nstemi). Vascular access was obtained via the right radial artery. The target lesion was located in the 90% stenosed left circumflex artery (lcx). The left main coronary artery was engaged with a 3.0 non-bsc guide catheter and the lesion was crossed with a .014 182cm luge guide wire. The target lesion was dilated with a 1.5x8mm apex balloon catheter. After the apex balloon catheter was inflated the 3.0 non-bsc guide catheter disengaged from the target vessel and the luge guide wire had to be rewired. However, it was noted that the tip of the luge guide wire was trapped in the calcium of the vessel wall. The luge guide wire was released by rewiring the vessel with a .014 190cm non-bsc guide wire. A 1.5x8mm apex balloon catheter was used to break the calcium in the vessel. The luge guide wire was removed and the native target lesion was dilated with a 1.5x8mm apex balloon catheter at high pressures and the lesion was reduced from 90% to 50% stenosis with timi3 flow distally. As adequate results were achieved with ptca, the procedure was terminated. The patient is listed as stable.